Event description:
During the course of troubleshooting with adc customer service, it was discovered that her locked meter is now unlocked. The customer also reported that a year ago she lost consciousness and was diagnosed with severe hypoglycemia at a regional med center. She was given an injection of an unk medication and a meal. Although the customer was using the meter prior to the incident, it should be noted that it is unk if the meter malfunctioned at the time of the incident.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.